Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a static image. The issue was identified during the reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a static image. The issue was identified during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. Based on the results of the investigation, the static image is likely due to a malfunction in the charge-coupled device (ccd). Additionally, the most probable cause of the cable cut is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.